Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer skin graft mesher had damaged a graft while using the 3:1 cutter. Add'l clinical f/u with the hospital indicated that the "blade guard" (i.e. Comb) was catching the skin off of the carrier as it passed into the cutter. The skin graft got "all balled up." An add'l donor site tissue harvest was performed and meshed with the same mesher, as the hospital only has one skin graft mesher. The second harvest was meshed using the same setup as before and again. The tissue appeared to be caught by the comb and picked up off of carrier resulting in "a balled up mess." Between the 2 donor harvest, the surgeon was able to manipulate and salvage enough tissue to complete the planned procedure. There was no add'l surgical intervention and only a minimal increase in surgical time due to manipulation of the mesh tissue for grafting.